Manufacturer narrative:
Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. The reservoir compartment was crack and pieces were missing. The reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.